Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing low blood glucose (bg) levels (51 mg/dl) and orange juice was consumed to address the low bg. The contact did not know the cause of the low bg. On (B)(6) 2017, the customer reverted to using insulin injections to manage diabetes. During troubleshooting with tandem technical support the date on the pump was set for one day ahead. No other device issues were found. An initial review of the pump t:connect data found no issues. The customer has been in contact with a healthcare provider regarding the low bg levels.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in the pump logs. The pump was entered into shelf mode on (B)(6) 2017, and not taken out of shelf mode until (B)(6) 2017. User had one basal rate setting of .95 u/hr. Basal rate settings have since been adjusted down. User made bolus requests without entering current bg level and still having insulin on board (iob). (B)(6) 2017. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, this could cause bg levels to drop. There is no evidence of device malfunction.